Event description:
Clinic notes dated (B)(6) 2013 reported that the patient has a medical history of obstructive sleep apnea and continues to use a CPAP machine without difficulty. The relationship of the sleep apnea to vns is unclear from the notes, and attempts for additional information have been unsuccessful to date. It is unclear if the sleep apnea is a pre-existing medication condition. The vns was interrogated at this visit and the patient was noted to be doing well. Additionally, the notes indicate the patient appeared for a clinic visit with recent reprogramming of the vns due to increased frequency of seizures. However in previous notes, there is no mention of increased seizures and the patient's seizure frequency improved with higher current settings on (B)(6) 2013 where the currents were increased by 0.25ma.

Manufacturer narrative:
.